Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated lancet protrudes beyond the end cap of the softclix device. No adverse event reported. The alleged product was requested for evaluation.